Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that the patient's pump had been alarming due to being empty since (B)(6) 2019. It was noted that the healthcare provider (hcp) was aware of the situation and had been trying to get in contact with someone to fill the patient's pump. The caller stated that they were aware of the withdrawal information and was taking oral baclofen. No symptoms reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). A motor stall was seen at initial interrogation. On 22-jan-2019 motor stall occurred at 5:23 pm; 22-jan-2019 motor stall recovery occurred at 5:34 pm; 23-jan-2019 motor stall occurred at 12:04 pm; 23-jan-2019 motor stall recovery occurred at 1:03pm. The pump logs did not show a motor stall occurred following these events. It was not confirmed if the patient was near electromagnetic interference (emi) during the time of the stall. The patient did not recently have magnetic resonance imaging. On 2/7/2019 the patient experienced seizures, lethargy, dilated pupils, becoming more agitated, confused, and vomiting. The seizures began the "later part of january 2019". T he patient was dropped from the managing physician of the pump. Per the pump logs the pump went empty on 1/26/2019. Home infusion assisted in the pump refill. The pump was refilled on 2/6/2019 and the critical alarm was silenced which had been alarming since 1/26/2019. The hcp saw the patient on 2/7/2019 and read the pump logs and there were no abnormalities in the logs. The a810 tablet read service code 303 and states the pump clock was different than the tablet clock. The duration of time it said the pump clock was off by was unknown. The patient was on flex programming. The hcp did not update the pump on 2/7/2019 to correct the pump clock to match the tablet clock. The patient was kepra which was started "later part of january 2019". The pump was delivering baclofen 2000 mcg/ml; 1290.7 mcg/day.